Event description:
Customer's mother reported hospitalization due to high blood glucose. Caller stated that customer has had problems with his insulin pump and supplies. The insulin pump kept alarming no delivery. The blood glucose readings are not coming down. The blood glucose reading at the time of the event was 417 mg/dl. Customer was vomiting, large ketones and abdominal pain. Caller found multiple bent cannulas. Hospital treated with a couple bags of fluid. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.